Event description:
It was reported that patient presented in clinic for initial implant procedure. During procedure, the newly placed right ventricular lead was difficult to screw in, resulting the lead being displaced. The helix was unable to be manipulated. The lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix bent/damaged and clogged with blood/tissue. Final analysis determined that the helix was bent, consistent with procedural damage. The cause of the reported helix mechanism issue was attributed to blood/tissue in the helix region and a bent/damaged helix.